Event description:
Complainant alleged that the nurse received an unintended delivery of energy when performing a 200 joule self test on the device, resulting in burns to the nurse's hands. The complainant indicated that there was no patient involvement in the reported malfunction. The complainant indicated that the burns were treated. In addition, the complainant indicated that the nurse had no lingering after effects from the unintended delivery of energy. There was no indication of the nurse's finger or hand placement on the device when the problem occurred. The facility's biomedical engineering department was unable to duplicate the reported malfunction and was unable to find any problems with the unit.